Manufacturer narrative:
The proximate cause of the reported bezel recall was identified. It was determined the proximate cause of the membrane frame replacement is the result of discoloration due to maintenance issues. It was determined the proximate cause of the door w/ keypad replacement was the result of customer damage. It was determined the proximate cause of the male and female iui replacement was the result of contamination due to maintenance issues. It was determined the proximate cause of the display board replacement was the result of dim segment (u4).

Event description:
The device was damaged.

Manufacturer narrative:
The customer reported lvp bezel post recall. This reported event and subsequent repairs were investigated through the service repair process. A review of the device history was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The device was returned was returned for the bezel recall and confirmed that it is recall affected. There was no reported patient injury. This device is used for therapeutic purposes.